Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump was alarming "no disposable". No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem "no disposable" problem was not duplicated. Other problem ware found cassette not attached properly alarming when attached cassette. The defective downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.